Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead wsa part of a system revision due to infection with sepsis. The patient had candida fungal infection or sepsis with vegetation on the right atrial (ra) lead. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The lv lead was was explanted.